Manufacturer narrative:
Patient's date of birth unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. From the complaint narrative and the photos provided, this failure has been determined to be use related.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to lead dysfunction. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. The physician used a spectranetics 13f tightrail rotating dilator sheath and successfully removed the lead. The physician customarily pulls the freed lead out of the proximal end of the tightrail device. In this event, it was difficult to remove the lead out the proximal end, and when the lead was removed from the proximal end after the tightrail device was out of the patient's body, the inner mechanism of the tightrail device came out with the lead. The inner mechanism was wrapped around the lead and stretched, confirmed by photos provided to the manufacturer. The procedure was completed with no patient harm and no intervention was required. This report captures the tightrail device in use when the inner mechanism of the device came out the proximal end along with the lead, with a potential for harm with recurrence.